Manufacturer narrative:
During the analysis of the lead, fraying of the insulation was detected 11.5 cm distal of the connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The cuts in the insulation are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that, after an implantation time of about 41 months, artifacts were observed on the rv channel without triggering shocks. In addition, the ICD was exchanged due to battery depletion. No worsening of the patient's state of health was reported.